Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4, h6- upon visual inspection of the complaint device it can be seen that the plate is cracked and broken in two (2) parts as reported, this thus confirming the complaint description. In addition, the instrument is in a used condition with impression marks and scratches all over. Furthermore, the shape of the plate is deformed at the region from the crack, most likely from bending. The review of the production history revealed that this item was manufactured in october 2011 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error (incorrect application) may have taken place or/and that high applied mechanical force could have led to this damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot device history review done by gabrielle truong on 12 may 2020. Part number: 04.503.773, lot number: 6807216, part manufacture date: 31 october 2011 , manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a . DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrix mandible 7x23 angle recon plate was processed through an in-cell rework. This rework is not related to the complaint condition. The lot quantity of 8 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The lot quantity of 8 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in sweden as follows: it was reported during a mandible procedure on (B)(6) 2020, the recon plate cracked during bending. The surgery was delayed 60 minutes. The procedure was successfully completed. This is report 1 of 1 for (B)(4).